Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 (mg/dl). Contact indicated that customer typically changes infusion set and administers a bolus with the pump to treat bg levels. Reportedly, customer uses humalog insulin in the pump for upwards of 3 days. Contact was reminded that humalog is indicated for use of up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.